Event description:
During a standard balloon removal the balloon was found deflated. The balloon was removed successfully.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: a device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints against this lot number, af04107. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 14/mar/2022. A deflated balloon with a significant amount of blue/black coloration and a large hole on the shell was returned for evaluation. Under microscopic analysis, the large hole on the shell has rounded edges and rolls inward. Due to the large hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the large hole was created as the shell rolls inward which is not consistent with a puncture from a surgical instrument.